Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is unable to remove the battery cap of insulin pump. The customer's blood glucose was 129 mg/dl. The customer was advised to discontinue using the device if the battery is low. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a stripped battery cap at coin slot, minor scratched display window, scratched case, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.